Manufacturer narrative:
The device involved in the event will not be returned for eval as it was discarded. (B)(4).

Event description:
On (B)(6) 2014, the pt underwent pipeline embolization treatment involving two pipelines. The pt's anatomy was minor in tortuosity. During the procedure, it was reported that both pipelines (5mm x 16mm; 5mm x 12mm) successfully detached from the capture coil; however, they would not completely open despite pushing and wagging the pushwire from the inner curve to the outer curve multiple times. The pipelines did not appear twisted in either of the biplane views. Both pipelines were removed from the pt by trapping the pipeline braid between the capture coil and catheter. No pt injury was reported as a result of the procedure. Same event as MDR# 2029214-2014-00498.